Event description:
It has been reported to philips that the allura device would not boot up. No harm to user or the patient has been reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed the system was not starting. Upon functional testing, the fse found that the console was not turning on. The philips engineer replaced the host pc. After replacement of host pc, the system was returned to use in good working order.the codes were updated based on the investigation outcome.